Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the screen has no function. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
Corrected data: h1. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.